Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, explanted: (B)(6) 2017, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-mar-01, additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep). It was reported the pump operated normally until (B)(6) 2016. On that date, a volume discrepancy was identified during device follow-up. The actual reservoir volume (arv) was 21.5 ml and the estimated reservoir volume (erv) shown on the programmer was 14.3 ml. It was further stated, "at the next filling of the pump in (B)(6) 2016 there was no problem but since the team always withdraws more than expected. Additional information also reported the patient experienced symptom return. The patient did not see any improvement, therefore, requested to remove the pump. At the time of this report, the pump was used to deliver lioresal (250 mcg/ml at a dose of 23 mcg/day). Additional information received from a hcp via a product surveillance registry (psr) on 2017-mar-21, reported that at their last refill, the team took out "less than the telemetry said". Additional information also reported date the event resolved without sequelae was updated to (B)(6) 2017.

Event description:
On 2017-mar-03, additional information was received from a foreign healthcare professional (hcp) via a product surveillance registry (psr). Additional information updated the explant date from (B)(6) 2017.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6 update: the previously applied device code c62805 is no longer applicable regarding the additional information received.. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a clinical study. Regarding the previous report of at their last refill, the team took out less than telemetry said, it was clarified that they actually instead took out more than the telemetry said at the last pump refill.

Event description:
Additional information was received from a healthcare provider via a clinical study. The outcome of the event was updated. The event resolved without sequela as of (B)(6) 2017 (previously indicated as (B)(6) 2017).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, information was received from a foreign healthcare professional (hcp) via a product surveillance registry (psr) regarding a patient receiving lioresal (250.0 mcg/ml at a dose of 22.98 mcg/day) via an implantable pump programmed to simple continuous for an unknown indication. The pump was previously filled with lioresal (176.5 mcg/ml at a dose of 23.00 mcg/day) and clonidine (176.5 mcg/ml at a dose of 23.00 mcg/day) which was updated to just baclofen on (B)(6) 2017. On (B)(6) 2017, a pump reservoir volume discrepancy was identified during device interrogation. It was reported there was a "discrepancy between what we had to find and what we take out", also described that they took out less than the telemetry indicated at the last refill. It was note they had a discussion with the patient about changing the pump "for the dysfunction of infusion", but the patient wanted the pump removed. The pump was explanted and not replaced on (B)(6) 2017 and would be returned. The event resolved without sequelae on (B)(6) 2017. The event was reported to be related to the device or therapy. There were no reported patient symptoms.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found no anomaly. The pump was returned and passed all functional testing in the laboratory. No anomalies were identified. The catheter access port (cap) was aspirated and found patent. The pump tested within specification for dispense accuracy (300 ul/day and 24,000 ul/day). The battery voltage tested within specification. Visual inspection of the hybrid (circuit board) did not identify any anomalies. Destructive analysis of the motor assembly did not identify any anomalies. Pressure testing did not identify any leaks or breaches in the internal pump tube. Analysis of the sc connector identified damage which is consistent with explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.